Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with 255cc mentor memorygel breast implants and experienced rupture on the left side post-operational. The patient also experienced several unexplained systemic symptoms, including painful sores on scalp, fatigue, joint pain, insomnia, brain fog, difficulty concentrating, memory loss, muscle weakness, hair loss, dry skin and hair, yeast infections, ringing in my ears, depression, mood swings, weight gain, hashimoto disease, heart palpitations, night sweats, cyst on ovary, coronary artery spontaneously dissected (scad), painful and uncomfortable breasts, redness and red spots and a small mass on the left breast. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the patient's right-sided device.

Manufacturer narrative:
Additional information: on 2/14/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 1/28/2020, mentor became aware that the patient complains of faulty implants. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).